Event description:
It was reported via clinic notes received that the patient had previously experienced two seizures that were longer in duration than usual in the week prior to the note dated (B)(6) 2011. One of the seizures last 1 minute and the other lasted 2 minutes. The patient's normal seizure behavior is that she will be seizure free for 2-3 weeks and then have 2 seizures in one day lasting about 30 seconds each. The vns magnet activations are noted as usually stopping or reducing the length of the seizures. The notes indicate that the patient had no intercurrent illness, no missed medication, and no precipitating factors identified for the breakthrough seizures. No interventions were taken. A battery life calculation performed estimated the generator was likely at, near, or past end of service. Diagnostics taken on (B)(6) 2011 were normal and indicated the generator was not at end of service.

Event description:
Additional information was later received from the physician indicating the seizures were originally believed to be related to the patient's disease process but it was indicated that now the physician thinks it may have been related to the battery depletion. Although the physician indicates that they think the increased seizure duration may be related to battery depletion, the normal mode diagnostics on (B)(6) 2011 indicated that the generator was able to deliver the intended stimulation at that time. No programming changes, medication changes, or other external factors were believed to have contributed to the increased seizure duration.